Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error alarm during testing. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not pass a displacement test. Customer blood glucose reading was 150 mg/dl. Troubleshooting was performed. Customer said the insulin pump detected movement in hall sensor that are unexpected since the pump did not command motor movement. Customer insulin pump was able to rewind. Customer was advised to discontinue the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.